Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/10/2024 an arthrex subsidiary employee via sems (B)(4) reported that an ar-8737-37 driver shaft broke during use. The broken part was found after screw insertion and was buried in the screw head. The piece was removed with a forceps and the case was completed. This was discovered during a procedure (B)(6) 2024, with no reported patient harm. Additional information was received on 6/17/2024: there was no case delay. This was discovered during a hallux valgus procedure. The case was completed by removing debris from the screw.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the torquing process.